Manufacturer narrative:
PMA/510(k) #p100022/s014. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining (B)(4). Importer site establishment registration number: (B)(4). Problem statement "during the performance physicians could not load the stent zilver on the wire guide. The stent is the contaminated with the patient's blood because the stent was near the patient then." Device evaluation the zisv6-35-125-6.0-120-ptx device involved in this complaint was returned for evaluation, with the original packaging. The packaging was open on receipt. With the information provided, a physical examination and document based investigation was conducted. From customer testimony, it is known that the complaint device did not make patient contact, and the physician attempted to advance the complaint device over a 0.035¿ supracore wire guide. The device related to this occurrence underwent a laboratory evaluation on the 17th may 2018. On evaluation of the returned device, a kink was observed in the stability sheath (ss), 48 cm from the strain relief. Resistance was encountered when the device was flushed. ¿fish mouth¿ damage was observed on the distal white tip. It was not possible to pass a 0.035¿ diameter wire guide through the device. The engineers attempted to deploy the stent in the laboratory, but the attempt likely caused the retraction wire to separate from the stent retraction sheath, due to the kink in the stability sheath. The stability and stent retraction sheaths were cut in the lab. The stent was released, and measured as 12cm long. The stent was not damaged. The stent retraction sheath was crushed at a location corresponding to the kink in the stability sheath. Complaint is confirmed as the failure was verified in the laboratory. A kink was observed in the stability sheath. Possible causes for this occurrence could include device handling. It is possible that as the device removed from the packaging or during device preparation, the stability sheath could have become kinked, which could cause or contribute to the inability to advance the device over the wire guide. However, as the circumstances of use cannot be replicated in a laboratory environment, a definitive root cause cannot be determined. There is no evidence to suggest that the customer did not follow the instructions for use. Document review prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity as per fqc. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with this lot number. Summary complaint is confirmed as the failure was verified in the laboratory. A kink was observed in the stability sheath. The risk was determined to be low (category iii). According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The complaint device did not make patient contact. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This follow up report is being submitted to update the investigation results. Initial MDR submitted based on the device malfunction precedence: ¿retraction wire separates from stent retraction sheath.¿ during the performance physicians could not load the stent zilver on the wire guide. The stent is the contamined with the patient's blood because the stent was near the patient then.

Manufacturer narrative:
PMA/510(k) #p100022/s014. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation pending, a follow up MDR will be submitted with the investigation conclusions.

Event description:
Initial MDR is being submitted based on the device malfunction precedence: ¿retraction wire separates from stent retraction sheath¿. During the performance physicians could not load the stent zilver on the wire guide. The stent is contaminated with the patient's blood because the stent was near the patient then.